Event description:
The customer contact reported a pt death while the device was in use. At an unspecified time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported while the nurse was at the pt's bedside, the pt had a "sudden cardiac event." At that time, a code was called. No specific event details were provided. After an unspecified length of time, it was reported the pt expired. The customer contact reported an autopsy indicated the cause of the pt's death was due to a cardiac event. The customer contact reported the device did not contribute to the pt's death. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The customer contact indicated the device was returned to clinical use. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.